Manufacturer narrative:
Estimated date the device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effects listed from the literature article can not be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article attached: "vascular closure devices and the risk of vascular complications after percutaneous coronary intervention in patients receiving glycoprotein iib-iiia inhibitors".

Event description:
It was reported through a research article identifying 8fr prostar devices that may be related to: device deployment failures, pseudoaneurysms, arterial venous fistulas, retroperitoneal bleeding, hematoma, vascular surgical repair and transfusion. Specific patient information is documented as unknown. Details are listed in the attached article, titled "vascular closure devices and the risk of vascular complications after percutaneous coronary intervention in patients receiving glycoprotein iib-iiia inhibitors".